Event description:
Medtronic received information that this bioprosthetic mitral valve was explanted after 2.5 years implant after the patient experienced severe regurgitation. It was reported that approximately 29 months after implant, transesophageal echocardiogram (tee) visualization showed trivial regurgitation, which increased in severity over the following week with a suspected prolapsed posterior leaflet (there was no observation of a paravalvular leak, and regurgitation was observed from the posterior leaflet). Renal insufficiency also was observed. One week later, the valve was explanted and replaced with a mechanical heart valve, with a pre-explant observation of a high volume of pannus in the left ventricular area and across the entire valve. No subsequent adverse patient effects were reported following device replacement. It was reported the device would be returned for analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve appeared to have been cleaned of host tissue at explant. All leaflets were in the closed position. All leaflets were slightly stiff but flexible. Small tears on the tunica of all cusps along the inflow margin of attachment, inferior coaptive areas and tissue and base stitching appeared to be associated with the removal of host tissue. A large tear was observed in the left cusp along the non-coronary left commissure. The left right and right non-coronary commissures were intact. A tear was noted in the non-coronary left commissure. Traces of pannus were observed on the outflow along the sewing ring and outflow rails. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed no evidence of mineralization on the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported high volume of pannus was not observed upon receipt of the valve; however, the device analysis noted traces of pannus on areas of the valve and evidence of host tissue removal prior to device return. The reported pannus, which generally is considered a patient-related condition, likely contributed to the reported regurgitation. The cause of the noted tear on the left cusp was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.